Event description:
It was reported that the pt experience stimulation in the wrong location after getting up from bed. The pt underwent surgical revision to move the leads. Additional info received reported that pt experienced no stimulation. It was determined the leads moved. The pt had an x-ray, and reprogramming was done as well as surgical revision. The pt was doing well. Reference MFR report #3004209178200805668.